Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2016, patient received a blood glucose reading of 300 mg/dl on his aviva combo meter. Customer only drank coffee, ate nothing. Bolus was taken along with basal rate. Customer felt very sick with dry mouth, knees began to buckle. Ambulance was called and a reading of 600 mg/dl was taken on an unknown meter. Customer was admitted to hospital on (B)(6) 2016 and is still currently in the hospital. Customer was given an insulin injection at the hospital, but the type, date and amount are unknown. The infusion device was returned for product evaluation.